Event description:
It was reported that the graftmaster stent was used to treat a perforation in the left anterior descending artery (lad) which occurred with the use of a unspecified device. After implantation it was noted that the stent was used past the labeled expiration date. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the vessel; it is indicated that the device is not returning for evaluation, therefore a failure analysis of the complaint device could not be completed. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents for use past expiration reported from this lot. It should be noted that the graftmaster instructions for use (IFU) states: note product use before date. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.